Event description:
Ref importer 3007573469-2014-00047.

Manufacturer narrative:
The device was received by resmed (B)(4) and it is currently being returned to the manufacturing facility located in (B)(4) for an engineering investigation. A preliminary risk analysis has concluded that the patient safety risk is acceptable. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).